Event description:
Per complaint (B)(4), a patient's mandibular nerve was damaged during a dental implant placement procedure. The patient lost feeling on the lower left side of their mouth. The implant was removed, and the procedure was not completed within the same visit.